Manufacturer narrative:
(B) (4)

Event description:
Same case as MFR report #: 2134265-2010-03001. It was reported that during a rotational atherectomy procedure, a perforation and subsequent death occurred. The lesion was located in the right coronary artery (rca). The patient was "very sick". The physician advanced the rotawire in the vessel however he went into a false lumen. The 1.5mm rotablator rotalink plus was advanced on the wire and ablation was performed without difficulties. However a perforation of the artery occurred. This led to tamponade and emergent open heart surgery in the cath lab, and death.

Event description:
Device malfunction: needle-to-cuff miss. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device, attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, when the needle plunger was removed, the needle was not captured by the cuff. The device was removed and manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B) (4)

Event description:
Technician alleged the head of the bed wouldn't raise.

Manufacturer narrative:
(B) (4). There is a CAPA investigation associated with this report. (B) (4). The pump was received and evaluated by baxter. During a product evaluation at baxter, a technician discovered that there was a hole through the pumphead module keypad. All of the keys on the pumphead module keypad including the stop and channel select keys were inoperable.

Manufacturer narrative:
(B) (4). In the initial medwatch report 6000001-2010-00051, the writer inadvertently stated that all of the keys including the stop and channel select keys were inoperable on the pumphead module keypad. This is a single channel pump, and there would not be a channel select key.

Event description:
A baxter service technician discovered that on (B) (6) 2009 there was a hole through the pumphead module keypad. The stop and channel select keys were inoperable. There was no adverse event, patient injury or medical intervention associated with this report. The user interface module master software (B) (4), categorized as remediated. There is no further complaint information available.